Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - per revision (B)(4) of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011571, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011571 was manufactured according to the work instruction (wi) version 120 and manufactured in the line # l8 on 12-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b01779 was manufactured according to the form-001865 version 2.0 and manufactured in the machine itl03, on 10-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The infusion set tubing detached from hub. The infusion set was in use for less than 12 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.